Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the reported battery issue was likely because user didn¿t initially engage the power switch before turning the console on. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Manufacturer narrative:
Additional information: the customer confirmed that the console was connected. They are certain because during their daily checks, they power up all consoles, and on that specific day the console immediately went into alarm mode.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a battery defect on a automated impella controller. There was no patient harm and no other information was provided.